Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation:the pump has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump histories sowed the last basal delivery was on (B)(4) 2017. No errors, alarms, or warnings were found associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed basal rate target values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint of a history settings issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the pump basal history did not match active basal program. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.